Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. Reportedly, the customer removed the cartridge prior to the on-screen instructions when loading the cartridge. The customer's blood glucose (bg) level was 125mg/dl. Reportedly, customer reverted to insulin pens for alternate insulin therapy.